Event description:
The customer stated that the cell-dyn 1700 generated decreased values with no flagging on patient samples run in closed mode. The customer provided one example of patient results. Closed mode values were: wbc 0.8 k/ul, rbc 0.48 m/ul, hgb 1.6 g/dl, ptl 34 k/ul open mode values for the same sample tested on the same analyzer were: wbc 4.5 k/ul, rbc 2.63 m/ul, hgb 9.3 g/dl, and plt 204 k/ul. Closed mode results were not reported out of the laboratory. No impact to patient management was reported.